Manufacturer narrative:
Field service engineer (fse) followed-up with the customer over-the-phone. Fse had the customer check the tip ejection area for tips and to check the chute to ensure tips were not backed up. Customer reported there were some tips in the area and they were removed. Fse arrived at the customer's site, inspected instrument and found the screw on the seal breaker was loose. Fse tightened the seal breaker screw and verified the hybrid arm z alignment. The aia 2000 instrument is functioning without errors after completing the repair. This aia-2000 instrument was installed at customer facility on 12 may 2017. A 13-month complaint history review and service history review for serial number (B)(4) from 21-apr-2017 through aware date 30-mar-2018 for similar complaints was performed. There were not similar complaints identified during the searched period. In addition, a review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The aia-2000 operator's manual under chapter 6: system operation and appendix 4: error messages states: error 4253 is hybrid arm z-axis home overruns. The message is generated when the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged mechanical failure (mf flag). The solution is for the customer to contact tosoh service center or local representatives. The most probable cause of the reported event was due to loose screw on seal breaker. H11. Corrected data in section d4 catalog number was 022101. The corrected aia-2000st catalog number is 022100.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion yet available. Investigation is in progress.

Event description:
On (B)(6) 2018, a customer reported getting error 4253 hybrid arm z-axis home overruns on the aia-2000 instrument. The customer noted some tips dropped in the tip drawer and performed an all set home, but the error persisted. The customer was unable to run patient samples on follicle stimulating hormone (fsh), prolactin (prl), luteinizing hormone (lh ii), beta human chorionic gonadotropin (bhcg), and intact parathyroid hormone (ipth). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, prl, lh ii, bhcg, and ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.